Event description:
It was reported that a malfunction occurred on the pump with a displayed malfunction code of 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if the malfunction code appeared again, which the customer acknowledged and understood.